Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Event description:
Unfortunately, despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.